Event description:
It was reported that a physician attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, when the first prostar xl device was being prepared for the procedure the needles were found to be partially deployed. A second prostar xl device was used; however, the needles would not deploy. The second prostar xl device was removed and a cut-down procedure was performed and hemostasis was surgically achieved. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the prostar xl device. Though requested, no additional information was provided. Analysis of the first device found evidence of blood in the coiled suture lumens and marker tube that indicates the device had been inserted into the patient anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other prostar xl device was reported under a separate medwatch report number. Evaluation summary: evaluation of the returned device found the handle was in fully deployed position as returned. The needles and sutures were present at the hub. It appeared that the device was inserted into a patient as evidenced by the blood in the coiled suture lumens and marker tube, but the sutures had not been deployed. It appeared that the device was pulled out from the patient and then manipulated by deploying the handle. Since the device was received in the fully deployed position, but had not been deployed, the reported complaint regarding partial deployment of the needles being observed during preparation the device could not be verified or confirmed. Per instructions for use (IFU) for prostar xl, under warnings: the outer pouch of the prostar xl percutaneous vascular surgical (pvs) system and the individual accessories provides the sterile barrier. Do not use the prostar pvs system or accessories if the packaging or sterile barrier have been previously opened or damaged, or if the components appear to be damaged or defective. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no other complaints within this lot reported for premature deployment. To assure that all products perform according to specifications the devices are subject to inspection during manufacturing and it does not appear to be any indication of a product quality deficiency. In addition, a quality control audit inspection is performed to verify product quality.